Event description:
It was reported that the hcp was able to aspirate the reservoir but was not able to fill the reservoir. The tubing was "patent", and the needle orientation and depth were not an issue. No pt symptoms were reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).